Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
An advocate called on behalf of the customer to report that they performed control tests with the contour next one meter and obtained readings of 232 mg/dl, 223 mg/dl and 211 mg/dl. The meter did not automatically mark them as control tests, and so the readings will be displayed as blood results when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, an in-house testing was performed using the in-house contour next one meter with the in-house contour next test strips and in-house contour next control solution from lot #s 1bv2g72 and 1bv2c38, since lot # 1bv2g72 expired in oct-2022. All results were within acceptable ranges and the control results obtained during in-house testing were properly marked as control tests. Additionally, the device history record was reviewed for the suspected contour next one meter and no manufacturing anomalies were found.